Event description:
On an unknown date, this patient underwent an endovascular procedure to treat an asymptomatic abdominal aortic aneurysm. The brand and model of the explanted stents were believed to be gore® excluder® aaa endoprostheses. On an unknown date, a stent was reportedly implanted into one of the legs of the gore® excluder® endoprostheses. The physician had reportedly not provided a reason for this reintervention but it was reported to gore that the implant was believed to have been performed in the context of a type ii endoleak diagnosed on an unknown date. On an unknown date, the endoprosthesis and the stent were explanted due to a type ii endoleak with aneurysmal sac growth, requiring an open aorto-bi-iliac bypass.

Manufacturer narrative:
H6, health effect - clinical code: added code e050102. H6, health effect - impact code: added code f1901. H6, component code: added code g07001. H6, type of investigation: added code b13. H6, investigation findings: added code c19. H6, investigation conclusions: added code d12. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement, conversion. The explanted endoprostheses were investigated by geprovas. The following was found: explant scientist observations: segment 1 was reported to measure 80 mm in length with both ends transected and remained widely patent. The segment consisted of the trunk fragment and a contralateral leg fragment (cl-1.1) which was seated within the gate of the trunk fragment. The abluminal surface had a focus of light pink tissue adhered to the ipsilateral leg at the level of the contralateral gate cuff, and scattered plaques of red brown material. The lumen had visible thin layer deposits of pink light tan tissue scattered throughout. Segment 2 was reported to measure 60 mm in length with both ends transected with the distal end being largely disrupted. The segment consisted of the what appeared to be the distal end of the contralateral leg fragment (cl1.2), a non-gore bare metal stent graft seated within the lumen of cl1.2 and extending distally, and a fragment of either a contralateral leg or iliac extender (cl-2 or il) which was primarily contained within the lumen of cl-1.2 and the non-gore graft. The proximal half of the abluminal surface was generally devoid of tissue, while the lumen was not visible in the images provided. The three overlapping devices are clearly visible at the distal aspect of the segment. Patency could not be determined via the images provided. Material disruptions (e.g., transected ends, grasping/ pulling) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors, hemostats) likely during the explant procedure. Tissue presenting as pink in appearance is usually due to the fixative solution used. B5, describe event or problem: updated event description h6, health effect - clinical code: replaced code 1708 with code e2121. Added code e050102 h6, type of investigation: replaced code 4119 with code b01.

Manufacturer narrative:
Date of birth: according to the information received, (B)(6) was determined to represent the best estimate for patient date of birth. Device evaluated by manufacturer: code other - the medical device was returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, this patient underwent an endovascular procedure to treat an asymptomatic abdominal aortic aneurysm. The brand and model of the explanted stents were believed to be gore® excluder® aaa endoprostheses and were implanted in a male patient born in (B)(6). A stent was later implanted in one of the legs, but no data concerning reason for the implantation are provided by the surgeon. The patient presented the following cardiovascular risks factors: hypertension and dyslipidemia. On an unknown date, the endoprostheses and the stent were explanted due to a type ii endoleak with aneurysmal sac growth, requiring an open aorto-bi-iliac bypass.